Event description:
The customer contact reported particulate. The plumset was to be used to deliver an unspecified solution. At an unspecified time, it was reported that particulate was noted in the cavity of the pumping chamber but externally of the plumset. No specific details were provided. The particulate was described as a small pack of foreign material resembling a dark hair. No information was provided if the particulate was noted during or prior to patient use; however, there were no reported adverse patient effects and no reported delay of therapy. No medical interventions were reported. No additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. Investigation is complete. During the investigation, a hair was noted inside the cassette of the tubing set in a customer provided photograph. The information on reprocessing of the device was requested; however, no response has been given. This report represents all the information known by the reporter upon query by hospira personnel.